Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the pump alarmed system error 322. No additional information is available.

Manufacturer narrative:
H11:the device was received for evaluation. During evaluation, the device had a system error 322 . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be lower link switch is faulty which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.